Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during routine follow-up, non-sustained lead noise episodes were observed on stored electrograms. The device had been programmed to low capture outputs while testing following implant. All of the episodes occurred during that time. Reprogramming changes were made. The patient condition is good.